Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated urinary incontinence, bacterial vaginitis, abdominal pain, pelvic pain, vaginal pain, dyspareunia, pelvic pressure, urinary retention and incomplete emptying, posterior vaginal scarring. (B)(4).